Event description:
The customer called and reported the insulin pump did not alarm with a low reservoir warning. The customer awoke with high blood glucose in the morning and went to take some insulin for it and noticed her reservoir was empty, and no alarm had occurred. The customer's blood glucose was over 350 mg/dl. The customer was unable to remove her infusion set. She stated, she would call back to perform the high pressure test with the insulin pump. The customer called back and the high pressure test did yield a no delivery alarm. She was advised to change the entire set, reservoir, and insulin. It was determined the insulin pump was working as designed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.